Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced a stoma infection and was treated with 150 mg of clindamycin tid for a duration of 7 days ((B)(6) 2019 to (B)(6) 2019). On an unknown date, the stoma site infection resolved. The patient did not wish the physician to be contacted.